Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead exhibited high pacing impedance measurements and was sensing noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.